Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue on the lens. Visual inspection found the haptic torn and broken with fibre on the lens. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A spherical lens of unknown model and size was returned to the manufacturer damaged. Visual observation found the lens to have an haptic torn and foreign material on lens surface "fibre". No further information has been able to be obtained regarding the correct serial number or model for this lens. If additional information is received a supplemental medwatch report will be submitted.